Event description:
Report received of a tubing rupture during use with a power injector. During a computerized tomography (CT) scan of the chest, a medrad power injector, set at 325psi was connected to the clave on the primary tubing set. An unspecified amount of contrast media was being delivered at a rate between 2 and 4 ml/second. After an unspecified length of time the tubing reportedly "burst" at an unspecified location on the primary tubing set. The tubing was replaced and the procedure was completed. There were no reported adverse pt effects. No medical intervention were required.